Event description:
It was reported that balloon rupture occurred. A 3.00mm x 15mm nc emerge balloon catheter was advanced to dilate the lesion. However, during the fourth inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.